Event description:
It was reported that there was a plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. No visible contamination. Check syringe plunger sensor found during syringe test error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be missing push block on plunger head assembly. Customer incorrectly assembled the plunger head. Actions were taken to mitigate the reported issue: replaced push block, re-assembled and reset timing plate assembly. Performed calibration on the pump and passed all the functional tests.